Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was unsure but, it was 40 mg/dl may be 45 or 47 mg/dl and was treated with peanut butter or jelly, food and a sprite. The customer¿s current blood glucose value was 99 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer stated that did not turn the insulin pump on suspended. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The auto mode was not active at the time of incident. Troubleshooting was performed. No further complications were reported. The customer will continue to use the device.